Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5-s1. Sometime post-op the patient fell. It was reported that the patient underwent a hardware removal surgery because the crosslink was rubbing on the dura and caused a dural tear and the patient had leg pain. The hardware was removed, fusion occurred and the dura was repaired. No additional patient complications were reported.